Event description:
The customer reported to olympus, the gyrus, pk-sp generator was not functioning as intended during an unknown procedure as it was taking longer than usual to turn on to recognize the probe. Although the procedure was completed, it is unknown if the procedure was completed using the subject device. There was no delay in the procedure. During the inspection and testing of the returned unit, the plasma kinetic (pk) radio frequency (rf) printed circuit board was faulty due to a broken core on the transformer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The core of the transformer on the plasma kinetic (pk) radio frequency (rf) printed circuit board was broken. Additionally, a mounting foot was missing, minor scratches were found on the housing and there was a dent on the top case. The unit passed functional testing and a two hour burn test with a test pkrf board, probes and cables. The fault log was examined and 400 ref 26 was displayed ten times, which is an indication that there was a turis electrode attached and activated without a saline solution present or that there had been an electrode connection fault. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the cause of the faulty pkrf board was the broken transformer. However, it is unknown how the transformer became broken. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.